Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was receiving an infusion of d10w. The user noticed the IV was leaking at the connection to the microclave. The tubing was in use for less than 24 hours. No patient harm reported.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of leak was confirmed and replicated. Visual inspection observed no anomalies. There was medication residue on the exterior of the female luer, indicating that there was a leak. Tactile examination revealed that the female luer was not completely fastened onto the microclave. Functional testing was performed; fluid was observed to be leaking at the female end of the microclave due to the component not being completely fastened. Completely fastening the syringe and the female luer produced no leaks. The root cause of the leak was not able to be determined. It was possible that the unfastened microclave could have caused the set to leak.